Event description:
It was reported that a user experienced a low blood glucose event while using the ilet, with the user expressing concern that the algorithm was overcorrecting; the agent reviewed how the algorithm functions and provided education on managing lows. Symptoms included dizziness and mild hand shakiness associated with a documented nadir of 49 mg/dl and an approximate duration under 70 mg/dl of about 15 minutes. Outcomes included self-treatment with a small amount of juice and receipt of device low and urgent low alerts, without the need for medical intervention or assistance. Investigation included troubleshooting and education regarding hypoglycemia management and the ilet algorithm¿s operation. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.